Event description:
It was initially reported that the physician's handheld screen was not responding to touch. A hard reset was performed multiple times but did not resolve the issue. There was no visible damage to the handheld. Good faith attempts for product return have been unsuccessful to date.